Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad nurse that the loose power source connector was seen during smr upgrade. It was exchanged with no effect to the patient.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Device failed to meet specifications due to a displaced gasket on port 1 which was noted during visual inspection. This confirms the reported event. This malfunction is most likely due to a shift in the manufacturing process.. Review of the manufacturing documentation showed that the device met all requirements for release. A possible root cause is a shift in the manufacturing process. Loose connectors are being investigated by the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.